Event description:
(B)(6) has been an upstick in events where medications are scheduled 24-48 hours later than they are intended to start in epic. This is being done with the use of the option to "start tomorrow" when orders are placed by providers of all levels of experience and tenure at our facility, but has also occurred when choosing different timing such as bid. This has affected the timing of medications covering a wide range of indications, including but not limited to inhaled respiratory treatments, seizure prophylaxis, antibiotics, and stress dose steroids. Our pharmacists have been able to catch a few while verifying medications, but some have slipped through the cracks. (B)(6).